Event description:
It was reported that the customer had low blood glucose levels in the range of 4 mg/dl to 60 mg/dl. The customer reported that she has since adjusted the basal settings of the insulin pump. The customer also reported that she sometimes feels pain whenever the sensor was inserted probably because she is thin. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.